Manufacturer narrative:
Exemption number e2016032. (B)(4). Article: extravascular migration of a fractured inferior vena cava filter strut. Lim et al, 2017. Korean j thorac cardiovasc surg. 2017 jun; 50(3): 224¿227. Published online 2017 jun 5. Doi: 10.5090/kjtcs.2017.50.3.224 pmcid: pmc5460973. Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on article and image review. A celect filter was placed without evidence of significant tilt and two months later there was no significant change without evidence of perforation or fracture. A CT four months after filter placement demonstrated fracture of a primary filter leg. The case report describes inability to engage the filter hook, thus suggesting there was a tilt present, probably an anterior tilt, and therefore no appreciated on ap xray. This tilt potentially resulted in altered forces, specifically in posterior directed legs, resulting in eventual penetration of the primary filter leg and interaction with the vertebral body. In this case, the filter perforation likely led to the alteration of forces on the ivc filter leg, resulting in metal fatigue and fracture. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). "Extravascular migration of a fractured inferior vena cava filter strut¿ by jung hyeon lim et al. Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be similar to either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the patient was presented to the emergency after a fall and was subsequently diagnosed as having an epidural hemorrhage and left femur fracture. One month postoperatively, swelling developed in both legs. CT scan revealed dvt and pe, thus a celect ivcf was inserted. Removal was planned for 2 months after the insertion. However, the patient refused ivcf removal. Four months after ivcf insertion, he complained of abdominal pain. CT scan showed that the strut of the ivcf was fractured but it had not migrated and the patient agreed to ivcf removal. Three consecutive percutaneous trials of ivcf removal failed, as they were unable to capture the ivcf hook as it was "embedded" in the endothelial hyperplasia and fibrous tissue. For that reason, surgical removal of ivcf was performed. The ivcf was easily removed from the ivc but the fractured strut was not found within the ivc. A portable image intensifier was used to localize the fractured strut, which had migrated extravascularly. The orthopedic surgical team found that the fractured ivcf "strut" had punctured the third lumbar vertebral body. Patient outcome: the patient was discharged on the seventh day postoperatively without adverse events. At the 6-month follow-up, he was doing well and had no symptoms.